Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report single leaflet device attachment (slda) and worsening mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. It was noted that no right to left shunt occurred. On (B)(6) 2019, echocardiogram was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. To stabilize the implanted clip and reduce mr, a second procedure was performed. One clip was implanted, reducing mr to a grade of 1+. After the steerable guide catheter (sgc) was removed, a right to left shunt was confirmed. Therefore, a closure device was used to close the atrial septal defect (asd). There was no clinically significant delay in the procedure. No additional information was provided.